Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, indention and near hole in the outside wrap of the PICC kit. No patient harm reported. No other information was provided.

Event description:
It was reported by the customer, indentation and near hole in the outside wrap of the PICC kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the drape of a powerpicc solo kit is confirmed, but the root cause could not be determined. One opened 5 fr d/l powerpicc solo ft 3cg kit was returned for evaluation. An initial visual observation of the returned kit showed that the kit was returned opened. A small hole was observed along the blue drape at the opening of the clear packaging. No other damage was observed along the kit packaging. Inspection of the area surrounding the hole revealed no sharp instruments that may have penetrated the blue drape. Because the kit was returned opened, it could not be determined when the hole occurred in the drape inside the kit. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, indentation and near hole in the outside wrap of the PICC kit. No other information was provided.